Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricle (rv) lead. Lead damage was alleged but was unable to be confirmed. No intervention has been performed at this time. The patient was stable with no consequences.